Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the rubber sheath was torn. A root cause could not be identified. Based on the results of the investigation, it is likely the cable was herniated due to the rubber sheath being torn. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a herniated cord. The issue was identified during preparation for use for an unspecified therapeutic procedure. There were no reports of patient harm.